Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was difficulty removing the device, resulting in a tear in the anastomosis. In addition, a metallic piece was discovered in the colon. The piece was retrieved from the pt. The procedure was extended by one hour. The surgeon finished the procedure with another like device. The pt is well.